Event description:
The facility reported a colleague infusion pump with a 804:26 failure code. There was no report of when or in which care area this condition occurred. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version for this device is 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: it was determined by quality engineering that the reported problem of a 804:26 failure code, that was initally attributed to user error, could not be identified.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 804:26 was confirmed during product evaluation by baxter service personnel. This condition was induced by user error. No repair was required to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.